Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. A review of the sterilization paperwork has been conducted. The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the pt was implanted with two gore tag endoprostheses to treat a thoracic aortic aneurysm. There was also a debranching procedure done at the same time and the proximal gore tag endoprosthesis was landed at the innominate artery. The pt presented with fever and chills. On (B)(6) 2010, CT revealed a mycotic aneurysm at the innominate artery at the proximal end of the gore tag endoprosthesis. The pt underwent an open procedure where the aortic arch was reconstructed. The pt tolerated the procedure.